Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va08ad6, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that, around (B)(6), the patient had a bladder infection and was given an antibiotic. The patient stated that they seemed to be getting better but thought it may be coming back. It was also reported that, for the past week, the patient had not been able to go to the bathroom. The patient had spoken to their healthcare professional (hcp) a couple of months ago because they were getting up all night but now they had the opposite problem of not being able to go. It was noted that the patient had their implantable neurostimulator (ins) put in for retention. The patient had an appointment with their gp physician tomorrow and was going to have them take a culture. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.